Event description:
Patient in operating room for craniotomy for tumor excision. Patient position with mayfield skull clamp during case by md. During skin closure, patients head slipped out of pins. Causing a 0.5 inch and 0.25 inch laceration on forehead. Laceration sutured closed. FDA safety report ID # (B)(4).